Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. "

Event description:
It was reported that patient underwent total knee arthroplasty on and unknown date and was revised on (B)(6) 1999 due to an unknown reason. A subsequent revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene tibial bearing. The tibial bearing and locking bar were removed and replaced.